Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Wrong test strips returned for evaluation - unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Note: manufacturer contacted customer on 1/11/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 353, 450 and 400 mg/dl. Results could not be confirmed in the meter memory; customer stated the only result that will appear in the memory is 179 mg/dl. The customer's expected fasting blood glucose test result range is 179 - 253 mg/dl. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/17/2020 and open vial date is (B)(6) 2018. Customer also stated that lancet device will not fire; tried training on use of lancet device and device would not fire. The meter memory was reviewed for previous test result history: result 1 :179 mg/dl date:01/07/19 time:04:44pm fasting.